Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a locking titanium adapter did not connect well to the patient connector of a transfer set. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for lot number 31148. There were no issues detected during manufacturing process. The device was returned to the manufacturer and an investigation was performed. No problems were found during visual inspection. The connection test and dimensional inspection were performed, and all specifications were met. No problems were found during sample evaluation, and the reported problem could not be verified. Should additional relevant information become available, a follow-up report will be submitted.